Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date device has not been returned.

Event description:
It was reported during the initial implant procedure the patient went into cardiac arrest and passed away on the table. No additional information was reported to endologix at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were confirmed; intraoperative non aaa-related death, cardiac arrhythmias, unsuccessful CPR, and patient death. The clinical assessment was based on adequate patient medical records, and suboptimal patient images. Based on the information available the root cause of the reported event is unknown. The event device was not returned for further evaluation. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; preexisting patient condition. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.